Manufacturer narrative:
Additional narrative: patient identifier, date of birth and weight is not available for reporting. Additional device product code: hrs. (B)(4). Device broke during insertion; device not considered implanted/explanted. Device history record (DHR) review for part 404.030s, lot 9948875: manufacturing location: (B)(4), manufacturing date: 18th may 2016, expiry date: 1st may 2026, article was sterilized by supplier (B)(4). Non sterile article 404.030 was manufactured with lot number 9926947. Lot of (B)(4) pieces was released based on step in work order. Neither deviation nor any non-conformance reports (ncrs) were marked in this document. A product development investigation was performed for the subject device (3.5mm ti cortex screw 30mm, part 404.030s, lot 9948875). Visual inspection shows that the complained screw is in very bad condition. The shaft of the screw is broken apart as complained. The shaft is completely deformed and torn as result of excessive applied force while forcible removal procedure. Due to the type of damages, measuring of relevant dimensions is not possible. The broken surface if homogenous what indicates material conformity as well. We are not able to identify the exactly root cause for the breakage of the screw. No manufacturing related issue could be identified. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for right distal tibia comminuted fracture was performed on (B)(6) 2016. The surgeon inserted a cortex screw and the portion adjacent to the screw head broke. Surgeon immediately extracted it by using an instrument for removal. The bone around the broken screw was drilled in order to remove the screw. No broken fragments were left in the patient. The surgeon stated that there was a possibility that the patient bone property was good. The surgery was prolonged about 5 minutes. No information about patient condition and outcome received. Concomitant device reported as: device for inserting the screw (part and lot unknown, quantity 1). This is report 1 of 1 for (B)(4).